Event description:
Complainant alleged that the clinician were attempting to defibrillate a patient (age and gender unknown), but the device would not discharge, and the device screen displayed an "ECG too small" and an "ECG too large" message. The clinician then obtained another device and successfully defibrillated the patient. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction. Numerous attempts were made to obtain additional patient and event information from the complainant. All attempts were unsuccessful.